Manufacturer narrative:
D10 concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#:p4a1011), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:n4d2244y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively of a sleeve gastrectomy, the handle broke. Before clamping the jaws of the reload on tissue, a snap was heard. The surgeon tried to staple but the reload was blocked. Some staples came out of the reload and remained within the tissue. The surgeon removed the reload from the tissue and switched to another reload from the same lot number. The second reload did not fire any staples. It blocked and the surgeon could not start stapling. With a new reload and a new handle, the surgeon moved away from the initial staples that came out the first time and started stapling. The stapler worked properly, and the surgeon was able to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.